Event description:
Additional information was received confirming the event date and that the issue was discovered during testing. No patient involved.

Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer display was bad. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was returned for investigation. Visual inspection showed no apparent damage to the device. Functional testing was done where it was found that liquid crystal was leaking from the liquid crystal display (lcd). Upon further investigation, it was found that the device had damage from a sort of impact to the front of the device. Root cause traced to user dropping or sharply impacting the device. No action was taken due to the age of the device and it being beyond economical repair. A manufacturing device history review (DHR) was not done as the device is beyond a year from the manufacturing date. Service history review identified this device had not been in for service in the previous year.